Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. The patient was diagnosed with single vessel disease (svd) in right coronary artery (rca). Vascular access was obtained via the femoral artery. The 90% stenosed, 24mm in length, 3.5mm in diameter, concentric, de novo target lesion was located in the mildly tortuous and mildly calcified rca. After a non-bsc guidewire crossed the lesion, pre-dilation was performed with a 2.5x15mm maverick balloon catheter. Then a 3.50x24mm promus element¿ drug eluting stent was advanced and was able to cross the lesion despite the significant resistance encountered. The stent was then deployed to the lesion and post dilation was performed however, a vessel dissection was noted at the distal site of the lesion. A 3.0x12mm promus element stent was deployed to cover the dissection and the procedure was completed. No further patient complications were reported and the patient's status was stable. The patient was responding well to medications.